Event description:
During preventative maintenance (pm) at zoll on (B)(6) 2024, the autopulse platform (sn (B)(6) failed initial functional testing due to fault 27 (encoder fault). No patient involvement.

Manufacturer narrative:
During preventative maintenance (pm) at zoll on (B)(6) 2024, the autopulse platform (sn (B)(6) failed initial functional testing due to fault 27 (encoder fault). The root cause for the observed fault was due to a failure of the integrated encoder gearbox. The initial functional testing of the ap platform could not be performed due to the displayed fault 27 (encoder fault). The encoder needs to be replaced to remedy the fault code. Waiting for customer approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there was one similar complaint reported for autopulse platform with serial number (B)(6). (B)(4), reported on (B)(6) 2022. The integrated encoder gearbox was replaced to remedy fault 27.